Event description:
During an aneurysm embolization, the coil broke. This was the 4th coil to be placed in the aneurysm. All coils were trufill dc orbit. When the physician tried to reposition the coil, it broke. The physician had to remove it with a snare device. The coil was within the aneurysm and the vertebral artery. After the event, the patient was stable.

Manufacturer narrative:
The aneurysm was a terminal basilar tip with a height of 12mm, width of 14 mm, length of 16mm, neck of +- 10 mm, and a neck to sac ratio of 1:2. Prior to use, the (mc) microcatheter re-shaped. An adequate continuous flush maintained through the mc at all times. No resistance at occur during advancement of the coil through the mc or at any time. Prior to this coil, four other coils went through the same mc without resistance. No kinks were noted in the mc that may have contributed to the event. During the procedure, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. The event occurred during withdrawal for repositioning in the aneurysm. The resistance occurred prior to the coil unraveled/stretch. The procedure was stopped after the event. However, no damages were noted on the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13469706 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were found for lot 13469706. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Calibration records were reviewed, and it was found that the equipment/tool was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Additional information will be submitted within 30 days of receipt.